Manufacturer narrative:
Findings: pump received with broken battery tube thread, broken battery cap, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and severely scratched display window noted.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated the battery compartment on his is chipped and the battery cap has to be taped on the pump to keep battery cap in place. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that we are sending replacement pump.